Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: 1. It was found that some yellow fluid were on the indwelling needle, and the needle had not been punctured and it did not cause any harm to the patient. 2. The sales rep had given the claim product to the hospital, and the rep needed green claim.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170856 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photos were submitted for evaluation. Yellow fluid foreign matter was seen in the photo. 30 pcs of the retained samples were tested and no abnormalities were observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: it was found that some yellow fluid were on the indwelling needle, and the needle had not been punctured and it did not cause any harm to the patient. The sales rep had given the claim product to the hospital, and the rep needed green claim.